Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented with an infection. The cause of the infection is unknown. The device was explanted, as well as the leads. It was noted that the leads had vegetation on them. The patient was in stable condition following the procedure.